Event description:
It was reported that there was a patient whose device was "not holding the settings". No further information about the patient or event was reported.

Manufacturer narrative:
(B)(4).